Event description:
It was reported that a spectrum pump turned off by itself. The customer further reported that he tested the pump and it worked as designed. The pump also passed all preventative maintenance tests. Finally, it was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter and the reported symptom of "pump turns off by itself" could not be reproduced or confirmed through the history log. Review of the history log showed that an unrelated system error occurred and the device was powered off via user input and displayed a "pump off" message. Device met all specs and was returned to the customer.